Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d334trg ICD, implanted: (B)(6) 2002; 419488 lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient experienced ventricular tachycardia and fatigue. It was found that the right ventricular (rv) lead had high rv threshold, short v-vs and oversensing. A lead fracture was suspected. The patient was referred to an extraction center and therefore had the lead reprogrammed tip to coil on rv sensing to eliminate oversensing and to normalize rhythm. Then eight days later the rv lead was explanted and replaced. No patient complications have been reported as a result of this event.